Event description:
It was reported that the latex foley catheter was used on a latex sensitive patient. It was discovered that the patient was latex sensitive approximately 5-10 minutes after the catheter was inserted. The catheter was then removed and a non-latex foley catheter was placed. Upon completion of the procedure, the patient was taken to recovery with no obvious side effects from the latex foley catheter. Approximately 4-5 hours post op, the patient experienced a swollen tongue, hanging outside of the patient's mouth. The patient was taken to the ICU for monitoring and was treated with benadryl and IV fluids. The patient has fully recovered from the reaction.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).